Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was sleeping and did not hear pump alarms. Customer experience elevated blood glucose (bg). Upon follow up, contact reported that the "events were wrong". Contact did not provide further information.